Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient was hospitalized multiple times and lost his implantable neurological stimulator recharger (insr) in the hospital so he hasn't charged in about 3 months; the hospitalization was unrelated to the device/therapy. It was also noted that stimulation was turned off by the manufacturer representative (rep) while the patient was in the hospital. There was also the inability to establish communication with the implantable neurostimulator (ins) when using clinician programmer 8840. The manufacturer representative (rep) later reported that the ins was overdischarged. A physician recharge mode was performed which resulted in the insr rolling over to a power on reset (por) screen and then the device began a normal recharge. There was not enough charge to clear the por message so the rep planned on helping the patient continue charging and then clear the por message. It was noted that the inability to establish communication occurred on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.